Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included nabothian cyst, abdominal pain, pelvic adhesions and cystoscopy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. The patient was treated with surgery (laparoscopic assisted hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2015. 3 coils out on the left and 3 coils out on the right. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: " previously reported event medical device removal replaced with chronic pelvic pain." Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 33-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.